Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins). Another device manufacturer stated that the patients device was explanted due to infection at the paddle lead surgical site. It noted that the explant was on (B)(6) 2017 and was previously reported (to quality) by the manufacturer on (B)(6) 2017. No further patient complications have been reported as a result of this event.